Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage on electronics.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose level was 340 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.